Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a review of the black box indicated a ¿162 loss of prime¿ warning with low non-zero force and zero force. The returned battery cap was used during investigation. The rewind, prime and load steps were successfully performed on the pump. The force sensor was found to be out of calibration. The pump case was removed; the force sensor pins were seated and the solder connections were found to be intact. There was no evidence of cracked force sensor traces. The force sensor resistance reading was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.